Event description:
It was reported that during preparation for a coronary artery drug eluting stent treatment procedure, the stent separated from the stent delivery system (sds). The physician was attempting to treat a 70% stenosed, moderately tortuous, severely calcified mid rca (right coronary artery) lesion with a 2.75x24mm taxus liberte drug eluting stent. It was reported that when the physician opened the package, the stent was separated from the balloon. It was reported that the stent had separated from the sds balloon outside the pt. The procedure was completed with a promus 2.75x32mm drug eluting stent. There are no pt injuries or complications noted. The pt's condition was reported as "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.